Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console. The perfusionist stated that during the 2nd and 3rd maintenance doses, she had to flow at a much higher flow rate to get decent pressures with the surgeon saying the blood was trickling out the delivery line. The perfusionist checked and rechecked all other possible areas where blood could bypass the blood line and all other lines were clear. The procedure was completed with no patient complications reported. The console was returned to the manufacturer for evaluation.